Event description:
It was reported that the central venous catheter (cvc) was placed in a female pt in august (exact date unk). The nurse manager reported that the luer lock connector of the distal lumen (brown hub) became separated from the catheter extension line. It was noticed when the pt was receiving a total parenteral nutrition (tpn) infusion and the infusate was dripping all over the pt. The nurse manager stated it looked like the hub just came off. There was no sign of tearing or cutting and there was no tubing left in the hub upon inspection. As a result, the catheter was discontinued and a peripheral IV was placed. It is unk if therapy was delayed. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.